Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid was coming out from the middle port of an unspecified infusion tubing at a fast rate. This was noticed after a saline bolus was hooked up to a patient via gravity. There was no observed loose or damaged component. There was no report of patient injury or medical intervention associated with this event. No additional information is available.